Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The diagnostic coronary procedure was completed normally after restarting the system. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the logfile which showed that the flat detector controller (fdc) lost communication with the flat detector (fd) the fse solved the issue by replacing the fdc. The returned part was analyzed however no failures were found. After the fdc was replaced, the system was returned to use in good working order. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.